Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: email address: requested, not provided. E1: phone number: requested, not provided. The actual sample was discarded. Instead, reference photos of the unused samples were received. Eighty-one pieces for the same lot (251007e), two pieces for another lot (250909e), and one piece for another lot (251202e). The created sample, similar to the complaint, was also received. The length of the 23g protector is shorter than that of the protector of the reported item. The length of the cannula is longer than the 23g protector. The retention samples were visually inspected and confirmed to be free from any protector puncture, and the correct protector length was confirmed. The supplied needle nn22x32ur40h is manufactured at needle assembly machine 3 using an automated machine running under validated parameters. The assembled needle requires a long protector. The protector is pressed using an automated machine with a uniform force to ensure a good fit into the needle. These processes and machine parameters are also validated. Each jig containing fifty assembled needles is pressed once at the protector pressing station. We use mc nylon spacers during pressing, depending on the product type and height of the protector. With this, the protector below the set height of the mc nylon spacer will not be pressed. After the protector pressing station, the jig will pass through the good product count sensor, which will check the completeness of the assembled needle's hub and protector. The machine will alarm, and the affected assembled needle will then be removed. Visual in-process inspections are conducted during the manufacturing process, at needle assembly, to detect abnormalities in the product that may cause contamination (mixed up). During the boxing process, we conduct a visual inspection every hour to check the assembled syringe and needle condition, such as protector puncture and other abnormalities. Before shipment, we have outgoing inspections to check the overall condition of the product. From the previous two fiscal years to the present, we have received a total of 2 complaints related to usage. The results of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The issue was confirmed based on the details of the complaint and reference photos of the simulated sample. However, our protector is pressed using an automated machine with a uniform force to ensure a good fit into the needle. We also performed a visual process inspection during manufacturing process to detect abnormalities in the product that may cause contamination (mixed up) and protector puncture. Most likely, the user made the mistake of taking the wrong protector cap to cover the product. The protector cap is from the 26g, and it is shorter than the protector cap of the reported item. The needle punctured the protector cap of the 26g, resulting in a needlestick. The root cause of the complaint is a user error, as the short protector is attached and not fit for the reported needle, resulting in a needlestick. The protector design has features and dimensions. Each cannula length has an equivalent protector height. All components of the needle are validated prior to manufacture. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo corporation received the following information: the user facility reported that a ward nurse drew the medication into a syringe and then recapped the needle. After that, the nurse handed the product to the physician. The physician identified that the protector did not fit properly and, when pushing the cap firmly onto the needle, the needle penetrated through the cap, resulting in a needlestick injury. The nurse in charge insists that the protector had been attached to the needle from the beginning. On the other hand, the infection control and safety team suspects that, at the time of recapping, the nurse may have mistakenly used a different cap that was placed on the tray. However, the nurse maintains that this did not occur. It has been reported that the protector attached to the needle at the time the packaging was opened was one of the incorrect products. Normally, a cap for a 22g needle should be attached; however, a protector for a 26g product had been attached from the packaged condition.